Event description:
It was reported to nova biomedical that a consumer received a result of 57 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting results of 100 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will not be returned for evaluation, due to the consumer used all the test strips.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.